Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the mlx 300w xenon lightsource (00mlx) was subsequently returned to the service and repair depot for evaluation: failure analysis: the returned xenon lightsource was received is in used condition with debris obstructing the cooling unit due to maintenance issues. The complaint reported by the customer was confirmed. The obstructions were cleared, and the unit was power cycled. During the depot technician¿s assessment, the lamp and power supply were replaced to fix the lamp hard start issue. Root cause analysis: evaluation of the xenon lightsource identified debris obstructing the cooling system, leading to the issue of high heat/overheating and automatic shutdown. Overheat may have led to automatic shutdown or standby. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Evaluation of the xenon lightsource (00mlx) was not performed as the device was not returned to the manufacturer. The device history record (DHR) was not reviewed as the reported complaint is being addressed by internal quality plan and is not related to a manufacturing non-conformance. The quality plan was opened by integra to address the root cause and corrective actions for the described issue(s). As an interim solution, integra can replace components of the mlx lighting units to restore functionality should the customer later return the device. At present, we consider this complaint to be closed. Trends will be monitored for this and similar issues.

Event description:
A facility reported that xenon lightsource (00mlx) shuts off after a couple minutes and seems to be hotter than normal. It is unknown whether there was patient involvement; however, no patient injury or surgical delay has been reported.